Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, removal difficulties occurred. A 3.5x16mm liberte bare metal stent was implanted in an unspecified lesion. While removing the stent delivery system after stent deployment, catheter withdrawal resistance was encountered. The physician was able to remove the device from inside the pt and it was noted that the core wire was kinked. The procedure was completed with this device and no pt complications were reported. The pt's current condition is listed as "good". Additional info has been requested and is not available.